Manufacturer narrative:
The investigation for the reported positioning/optical signal issues and vt/vf is on-going at this time. No product was returned for investigation. Upon completion of the investigation a final report will be forthcoming. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 48yo female with a st elevated mycoardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The patient was in poor condition with runs of ventricular tachycardia (vt) and placed an intra-aortic balloon pump (iabp) prior to the 5.5. The 5.5 was not showing optimal placement signal and the optical sensor was questioned for damage. Additionally the pump was not in a good position and leading to more vt. The team explanted and placed a new pump. There was no patient harm reported.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Based on the provided clinical information the cause of the positioning issue was most likely patient condition related. The first rt log (before CPR event and before pump is inserted into the body) shows all of the 5s parameters are within the normal ranges. The second rt log shows the 5s parameters remain within the normal range and the placement signal has some variations. During the time in which there are variations in the placement signal the CPR and repositioning of the pump both likely occur. No placement signal not reliable alarms are seen in the logs. This report is being filed as part of a retrospective review of historical records.